Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The brand name was unknown. The catalog number, lot/serial number was unknown. Concomitant med products and therapy dates: attachment device ((B)(6) 2020). PMA/510(k) number was unknown. Device manufacture date: the device manufacture date was unavailable. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the unknown cutting burr device broke off after the attachment device was dropped. It was reported that the stem of the burr device remained stuck in the attachment device after breaking off. It was reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the cutter device and the reported condition that the device was dropped during surgery and the tip of the burr broke off leaving the stem of the burr stuck inside the attachment was confirmed. The external features of the cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined and photographed using 40x magnification. Based on the photographs taken the angle indicate that the cutter was dropped. It was determined that the root cause of the reported condition was improper handling as the customer dropped the attachment with the cutter causing it to break. The assignable root cause of this condition was determined to be traced to user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: additional information: d1, d2, d4, g5, h4: the device brand name, common device name, lot number, date of manufacture and PMA/510(k) number were documented as unknown in the initial report. This information has been received and updated accordingly. The UDI has also been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).